Event description:
A pt reported experiencing inaccurate erratic results with a meter. The pt's blood glucose results were 370mg/dl and 224mg/dl. Tests were done within 20 mins with a difference of 44%. Pt did not experience any adverse events. No further info has been reported.